Event description:
It was reported that during a follow up, noise was detected on the ventricular lead. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.